Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.